Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08740 inches. No unexpected device test failed alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that high pressure test did not pass. The customer stated they experienced high blood glucose of 600 mg/dl. Customer experienced symptom such as nausea and vomiting. Based on customer report customer does not allege insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.